Event description:
The event is reported as: complaint alleges: "the hospital reported that they had a pt die who used rusch tracheostomy tube before. On (B)(6), this pt was inserted a tracheostomy tube, for 10 days use later, doctor found the balloon of tube was leaking. Then changed another same tracheostomy tube to pt, 4 days later, on (B)(6) the doctor discovered the balloon leaking again. No more info can be provided." Additional info requested.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.